Event description:
Company rep reported on behalf of a health professional who stated " I have a pt who has a confirmed leak in the tube... The pt had band adjustment under fluoro. Several spot images were obtained depicting progressive extra-luminal accumulation of contrast about the mid portion of the catheter tubing, consistent with tubing leak. The exact site of catheter discontinuity could not be identified." Further f/u will be conducted to gather additional info.

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: (B)(4) 2010. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number and the exact implant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number was given. Visual examination may determine the connector type associated with this report. Further info from the reporter regarding the serial number and the exact implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."